Event description:
It was reported that bd insyte autoguard needle retraction problem. The following information was provided by the initial reporter: IV needle not fully retracting after used on a patient. Customer response received: 1. When you pressed the button, did the needle fully retract? Yes. 2. Did the needle retract slower than normal? Yes, about 2 seconds total to fully retract. 3. Did the needle start retracting and then stop, leaving the needle exposed? Yes. 4. Did the needle not move at all after pressing the button? Yes. 5. Did the button depress? Yes. 6. Any adverse event or serios injury reported to patient or healthcare professional? If yes, please provide the details. No. 7. It is mentioned total of 10 occurrences, did all occurred on same or different patient? Different patients and in testing without patient care. 8. Can you please provide an exact date of event in format dd-mmm-yyyy? 6/7/2025.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381433 and lot number 5008842. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.